Event description:
The surgeon attempted to insert a plate silicone lens model aa4203tl and the lens would not advance in the cartridge. No patient injury. Surgery was completed with a different lens.